Manufacturer narrative:
The returned part 14-525029 (lineum set screw driver) from lot mmx1504 was visually inspected by quality engineering. The reported complaint is confirmed, the set screw driver tip is fractured and no longer present on the shaft. A functional demonstration of the returned instrument could not be performed in its current condition. The device history records were reviewed; there were no non-conformances or deviations reported during manufacture or incoming inspection of this product lot. Verified traits include physical dimensions, functional mating capability, hardness, heat treat certification, and finish. The root cause of this event cannot be conclusively determined with the available information. The device clearly underwent significant loading, and it is possible that these excessive forces were the result of patient condition (hard bone, unique anatomy, etc.), improper technique (use of instrument without the corresponding torque limiting handle), and/or misuse.

Event description:
The surgeons were trying to connect the rod-to-rod cross connectors when the tip of the set screw driver broke off. No adverse events were reported, however this device is subject to the two year malfunction rule.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.